Manufacturer narrative:
To investigate the customer's, issue the historical performance of reagent lot 72019ui00 was evaluated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 72019ui01 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 72019ui01. Since the patient media review identified acceptable reagent lot performance this data will be used instead file sample analysis. Likely cause lot 72019ui01 is sublot of 72019ui00 therefore analysis of lot 72019ui00 is acceptable. In addition, a device history record review was performed on lot 72019ui01, which did not show any potential non-conformances, deviations, or non-conformances. Review of the ticket trending and lot search did not identify an increase in complaint activity related to false elevated/positive results. Labeling was reviewed and found to adequately address the issue under review. A product deficiency was not identified.

Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided an evaluation is in process. A follow up report will be submitted when the evaluation is complete. Evaluation in process

Event description:
The account generated false positive architect bhcg of 29 iu/l on a patient that was not pregnant. Additional testing was also positive for urine hcg and beckman method (36.21 iu/l with reference range of 0.5 to 2.9 iu/l). No specific patient information was provided. No impact to patient management was reported.